Manufacturer narrative:
After updated information about the event and further review this complaint was determined to be not reportable. A needle through inner shield does not affect the integrity of the inner packages including any losses in functionality of the devices or their ability to remain sterile. Report# 9616656-2019-00362 is void as a result of this complaint no longer being reportable.

Event description:
It was reported that an unspecified number of pn 31x5 100 pk germany experienced compromised sterility. The following information was provided by the initial reporter: needle pierced through inner shield.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pn 31x5 100 pk germany experienced compromised sterility. The following information was provided by the initial reporter: needle pierced through inner shield.